Event description:
He was called to end user home because of a bed tipping. This complaint first was entered as "sales rep said bed is not working properly, replace under warranty as a concession" then on 3/14/06 new entry as "suppsedly there was an incident with this bed". End user stated they could not get the pt out of bed so they were advised to call 911. When praxair arrived the bed was in the upright position, and the bed had been moved across the room from where they had set it up. The family stated they moved the bed with pt in it so he could view the tv better. Pt was not injured, anxiety, however pt was hanging from the bed and 911 was called. The head of the bed on one side gave away that section of bed tipped on an angle and pt was caught.